Manufacturer narrative:
This emdr represents supplemental report #2210968-2016-31836 for previously submitted MDR number [indicate MDR report,2210968-2016-31631, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4). (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and two mesh products were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2015 due to discomfort, urinary tract infection and fistula. It was reported that the patient underwent transvaginal excision of mesh on (B)(6) 2015 and (B)(6) 2016. No additional information was provided.